Event description:
Complainant alleged that while attempting to monitor a pt with difficulty breathing, the device did not power on. Complainant indicated that the clinician obtained another device to continue tracking the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.